Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart and a cold reset was performed. The customer¿s blood glucose was unknown. Customer stated that he changed the battery but he had alert again. Problem was not solved with the new battery cap. The device will be returned for analysis.